Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. A conclusive cause for the unintended clip movement of clip opening while locked could not be determined. The single leaflet device attachment (slda) however, was a result of the clip opening while locked. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was implanted successfully; however after removing the gripper line, the clip arms slightly opened and the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). A second clip was implanted to stabilize the slda clip. Mr was reduced to 1-2. The patient had a good outcome and was stable. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.